Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/11/2014.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 07/02/2014 with the following findings: review of the download history revealed the pump was in use until march 17, 2014. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. There was no activity outside normal use in the download histories. The pump was exercised for 24 hours without incident. The insulin pump was found to be operating within the required specifications without malfunction.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging an issue with inaccurate delivery of insulin to the patient by the insulin pump. The reporter stated the pump did not display any alarms. Troubleshooting revealed the time and date in the pump were correct, the basal settings were correct and using correct program; advance settings were in use and were correctly programmed. Per the pump history, the pump delivered as programmed and the prime history was confirmed as appropriate. Adverse event information is not reportable because the medical device involved does not have an assigned 510(k). This complaint is being reported because the allegation of inaccurate delivery of insulin by the pump remained unresolved after troubleshooting.